Event description:
It was reported that shaft break occurred. A 32 x 2.50 promus premier drug-eluting stent was selected for use. However, during preparation, a fracture was identified in the cable and is not possible to introduce into the catheter. The procedure was completed with a different device. There were no patient complications reported.